Event description:
It was reported that during use of bd max¿ enteric parasite panel, a discrepant cryptosporidium patient result was obtained. Initial result was cryptosporidium positive, and the repeat test result was cryptosporidium negative. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device type: pch. Investigation summary: introduction the complaint investigation for discrepant results when using the bd max enteric parasite panel assay (ref# 442960) lot 5317597 was performed by the review of manufacturing records, customer's data analysis and verification of complaints history. Batch history review the review of quality control records of bd max enteric parasite panel lot 5317597 revealed no anomalies that could explain the customer's discrepant results. Investigational testing the customer reported discrepant results obtained with the bd max enteric parasite panel kit lot 5317597 where the cryptosporidium target was detected as positive; however, confirmatory testing yielded a negative result. The customer provided the database of bd max instrument ct1348 for investigation. The discrepant sample was identified in run 4566, position b2. No repeat testing was performed. Manual pcr curve adjudication was performed across sample in position b2/run 4566 and revealed step dislocations in the raw pcr signal, resulting in a positive result for the cryptosporidium target. The pattern of step dislocations was observed in all the target channels (fam, rox and vic) in top cartridge position, where the curve for the cryptosporidium target (rox channel) reached the threshold to be valid, resulting in a positive result. It is unlikely this positive result in run 4566 is due to true amplification. Additionally, according to the customer, the external confirmatory test returned a negative result for cryptosporidium. It must be noted that manual curve adjudication has limitations; visual examination of pcr curves for aberrant curve geometry is a conservative assessment of the data. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max enteric parasite panel assay lot 5317597. Conclusion the root cause was not identified. Nonetheless, no reagent related issue is suspected. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA) since no trend was identified.